Event description:
The customer obtained unexpected vitros dgxn results on a vitros 5600 integrated system when performing a patient sample correlation study. A lower than expected vitros dgxn result of 0.6 ng/ml was obtained for one patient sample compared to the expected value of 1.6 ng/ml obtained on an alternate vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros dgxn results were obtained on a vitros 5600 integrated system when performing a patient sample correlation study. Sample handling is considered a potential contributing factor for this event as the patient samples were not centrifuged prior to being tested on the vitros 5600 integrated system in question. A second patient sample correlation study was performed, and improved vitros dgxn concordance was observed. The investigation was unable to determine a definitive root cause. The vitros 5600 integrated system, the vitros dgxn reagent, and sample handling could not be ruled out as potential contributing factors. Ocd has received no additional customer complaints for vitros dgxn lot 1944-0206-7605. The root cause of this event is unknown.